Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. The patient had a pump replacement, but still needed a catheter replacement. She had been scheduled for the catheter replacement surgery, but had cancelled. The next day, it was reported that the surgeon was not able to get any cerebrospinal fluid back flow through the catheter when he had disconnected the pump. A week later, it was reported that the pump explant was due to normal battery depletion. It was stated that the catheter had been occluded, but it was noted that there had been surgical intervention involving the catheter. It was also noted that the patient had been hospitalized and the outcome was notated as 'non-serious injury or illness.' The drug used in this system was compounded baclofen.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported catheter was replaced due to migration. The drug being used in the pump was unknown. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 8703w, serial# (B)(4), implanted: (B)(6) 1995, product type catheter. (B)(4).